Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time/loss gain) issue: starting on (B)(6) 2015, the pump has gained/lost more than 5 minutes per month. The patient had a blood glucose of 500 mg/dl this morning. This complaint is being reported because the reported issue was not resolved with troubleshooting, and because the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 12/7/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings: pump maintained time accurately during 5 day duration test; however when pump was left without power for 1 hour and pump was powered back on it had returned to the default time/dae. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. The pump was opened and the internal battery was found to be leaking. Time test was started but not completed due a internal battery failure. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.